Event description:
Per customer report: "dr was performing a liver biopsy on a hepatitis b pt. The procedure was a simple liver biopsy. When dr withdrew the gun after the first pass, he attempted to extract the sample. The biopince did not produce an adequate sample, so he proceeded to attempt a second and third pass. Upon completing each subsequent pass, dr was not satisfied with the samples being extracted from the gun. The device had not produced and acceptable sample, and upon closer review, had not remained intact during the procedure. When more closely observing the tip, dr and CT staff noticed that part of the tip had fragmented and had broken off with the remaining tip barely intact."

Manufacturer narrative:
Device history record was reviewed and there were no anomalies or non-conformances found related to this event. Product was returned for eval: initial observations were that the needle set was bent around the 12-13cm mark. Also the end of the cutting cannula was missing from the window to the tips and the pincer finger was also missing. After inspecting the damaged needle set, the device was cocked to determine if the device functioned normally during cocking and firing of the device. With the exception of the missing pincer finger and cutting cannula tip, the device functioned normally. The damaged tip of the stylet is a sign that the stylet made contact with a hard material. The damage seen on the returned needle set was able to be reproduced in the lab. It was created by firing the device into a table. The ready to fire needle set tip was placed approximately one inch from a table. The device was set to the 33mm stroke length setting. While holding the device vertically, it was fired and the needle set hit the table and deflected causing the needle set to bend. This motion also collapsed the cutting cannula at the window (which was the weakest point). For this particular device, the pincer finger and cannula were severely deformed but did not become separated from the needle set. The device was then re-cocked and the stylet pushed through the deformed cutting cannula tips. Based on visual inspection of the returned sample and reproducibility in the lab, root cause of the damage was customer misuse.